Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that patient called and was initially very confused about what to do with their external devices. Patient stated they'd charged their ins up for 20 minutes maybe 3 days ago or so and they were trying to connect to their implant afterwards using the handset and communicator ((B)(6)) afterwards but something wasn't "working right." The patient further explained that they had opened the smart programmer by "holding it against the stimulator" and it opened "kind of weakly" at first but the "white case" (communicator) didn't respond at all. Patient stated, "in other words, I wanted to have therapy from the implant" but they were unable to connect to their implant. Patient services reviewed external devices with the patient and began walking the patient through connecting to their therapy settings. The handset was not powering on and they had to plug it in. It charged up to 1% and patient was able to power on the handset and connect to see their settings but the patient received a power on reset (por) message. The patient dismissed the por but then the handset went dead. Patient stated the handset was back at 0% charge and did not see a lightning bolt. Patient services asked the patient to confirm the cable was firmly in the handset port and the patient stated everything was plugged in but they saw no lightning bolt. Patient services had the patient slightly reposition the body of the cable to see if they saw a lighting bolt and the handset began charging at 1%. Patient was able to power handset on again and didn't move the handset and they were able to connect to see their settings. The patient turned the therapy back on and increased the stimulation up to a comfortable level where they felt it in their bike-seat region. Patient was then able to successfully end their session. Handset continued to charge and patient services reviewed with the patient that it appeared their issue before when they were trying to connect was that the handset cable wasn't properly charging the handset, for as long as the handset stayed charging, the patient's external devices functioned as intended. Patient is going to purchase a new usb-c charging cable for their handset and monitor their symptoms now that the therapy was back on. Patient services also wanted to note that the patient had a very difficult time with managing to stay in the application without backing out of it or accidentally hitting the 3 little lines in the bottom left so the patient kept ending up back on the main medtronic home page and looking at the micro-myotherapy application and the patient would have to tap back into the application and reconnect external devices. After coaching the patient to avoid hitting any other navigation keys on the handset the patient was able to successfully stay in the app throughout the rest of the call. Documented reported event. No further action was taken by patient services.